Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed due to charged coupled device (ccd) failure. The device evaluation also found the cable scratches and heavy free lock lever actuation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. The issue was found during preparation for use. The therapeutic procedure (transcervical resection) was completed using a similar device. There were no reports of patient harm.